Event description:
It was reported that during a supply change with cd infusion sets, the pump displayed an unable to proceed message during fill tubing despite no active alarms, and after a successful dry run the user performed the supply change again with a full set of new supplies, which resolved the issue; the event was consistent with a complete blockage associated with the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications-related problem was identified during troubleshooting, with the device behavior consistent with a complete blockage at the tube component during the fill process. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.